Event description:
It was reported that during an unknown procedure for duodenal cancer, at trying to staple the duodenum, the device didn't cut nor staple. They changed the load and used green. When one failed, they tried again using another one (different lot number) and the same problem occurred. They finished the procedure by hand suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Yoke teeth. Evaluation summary: the analysis results found that the (B)(4) device a was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that an (B)(4) b device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device; however, the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.